Manufacturer narrative:
Device was used for treatment, not diagnosis. One of four known devices broke. The common name and device code are the same for all four devices. However, brand name is unknown. Subject device has been received. Device evaluation has not been completed, but is anticipated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was completed: our investigation shows that the screw, article 400.440, is broken off at the screw head. The thread is badly damaged. Due to the missing lot number a manufacturing review cannot be performed. Based on the received information we cannot determine the exactly root cause. It is likely that the device probably jammed or ingrown in the bone and a mechanical overload situation during the explanation surgery lead to the complained issue. No product related fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
One of 4 screws broke during a planned explantation of a temporary fixation for tooth substitute implant. There was no patient harm and no significant prolongation of surgery. The following screws were involved: 1 x 400.438 ; 2 x 400.440 ; 1 x 400.442, but it is uncertain which screw broke. This report is 1 of 1 for complaint (B)(4).